Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) discovered blood particles in the cartridge [product contamination with body fluid] disorder in blood sugar levels. [Blood glucose abnormal] broken pen plunger [device issue] push button no longer returns [device malfunction]. Case description: this serious spontaneous case from france was reported by a pharmacist as "discovered blood particles in the cartridge(product contamination with blood)" with an unspecified onset date, "disorder in blood sugar levels.(blood sugar abnormal)" with an unspecified onset date, "broken pen plunger(device component issue)" with an unspecified onset date, "push button no longer returns(device component malfunction)" with an unspecified onset date, and concerned a 52 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart 100 u/ml) from (B)(6)2024 and ongoing for "type 1 diabetes", patient's height: 159 cm. Patient's weight: 58 kg. Patient's bmi: 22.94213050. Dosage regimens: novopen echo plus: fiasp: (B)(6)2024 to not reported (dosage regimen ongoing). Current condition: high blood pressure, cholesterol, ketoacidosis, type 1 diabetes (since 2020), tobacco user, tension historical drug: metformine, trulicity. Concomitant products included - tresiba (insulin degludec), liporosa (ezetimibe, rosuvastatin calcium), baqsimi(glucagon), ramipril, resitune (acetylsalicylic acid). On an unknown date patient's pen had a fault, had an injection problem with her red novopen when injecting fiasp cartridge. Firstly, the push button no longer returns. It did not work. On an unknown date patient noticed disorder in her blood sugar levels. On an unknow date patient discovered blood particles in the cartridge, indicating reflux. There were red particles in the liquid from the broken pen plunger. The injection was carried out despite the particles and the patient had no particular symptoms. No impact on pen and cartridge. The cartridge was broken following a small fall at the pharmacy. The patient was given apidra insulin as a replacement while she received a new pen. Batch numbers: novopen echo plus: nvgan72. Fiasp: pr7va96. Action taken to novopen echo plus was reported as unknown. Action taken to fiasp was reported as no change. Event abated after use stopped or dose reduced for fiasp doesn't apply. Event reappeared after reintroduction of fiasp doesn't apply. The outcome for the event "discovered blood particles in the cartridge (product contamination with blood)" was not reported. The outcome for the event "disorder in blood sugar levels. (Blood sugar abnormal)" was unknown. The outcome for the event "broken pen plunger (device component issue)" was not reported. The outcome for the event "push button no longer returns (device component malfunction)" was not reported. This case was reclassified from non-serious to serious on (B)(6)2025 due to addition of serious event "discovered blood particles in the cartridge" with medically significant as seriousness criteria. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigation results: name: novopen echo plus rouge, batch number: nvgan72. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The device was investigated following the complaint of hyperglycemia and delivery problems/mechanical parts malfunction. The electronic register was checked. No errors related to the complaint were found in the logs. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last dose dispensed. All mechanical components, including piston rod and push button were found to be normal in appearance and function. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected the pre-set doses. Both the mechanical and electronic functions worked normally. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Name: fiasp, batch number: (B)(4) a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The returned product was examined visually and was found to be cracked. As a consequence of the crack, the content may leak out. The pattern of the cracks indicates that the glass has been subject to a breakage not consistent with processes at novo nordisk. Due to the cracks, the dosage can be inaccurate and closure integrity might be compromised; therefore a cracked product should not be used. The observed problem occurred after the product has left novo nordisk. Macroscopic examinations were performed. A test for blood was performed. Chemical analysis of the returned sample(s) was performed. Macroscopy:a1 solution with particles blood test:a1 blood detected the complaint sample was contaminated with blood. Results of the analysis are within the shelf life specification. The returned product was examined macroscopically and a test for blood was performed. The product appeared particulated. The preparation was found to be contaminated with blood. Prefilled device and penfill only: to reduce the risk for blood from entering the cartridge, the injection technique described in the instruction for use must be followed. In particular, keep the push-button depressed and keep the needle under the skin for the stated duration. Further, minimize the amount of air in the system by performing the stated priming/flow checks with the needle attached and store the product without a needle attached. If discolouration or other changes to the preparation is observed, the product should not be used. The observed problem occurred after the product has left novo nordisk since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated for novopen echo plus and fiasp. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 28-apr-2025: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon examination, was found to be functioning normally and within specifications. No irregularities related to the complaint were detected during the investigation. Furthermore, reference sample analysis did not reveal any abnormalities related to the observed problem. Batch documentation has been reviewed and found to be normal. As no faults were found on the returned device, it is not possible to elucidate a clear root cause for the experienced adverse events. H3 continued: evaluation summary name: novopen echo plus rouge, batch number: nvgan72 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The device was investigated following the complaint of hyperglycemia and delivery problems/mechanical parts malfunction. The electronic register was checked. No errors related to the complaint were found in the logs. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last dose dispensed. All mechanical components, including piston rod and push button were found to be normal in appearance and function. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected the pre-set doses. Both the mechanical and electronic functions worked normally. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.